Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced unusual high blood glucose events over the past six months . The event involved product(s) mmt-1884, mmt-332a, mmt-397a and mmt-7040a. Troubleshooting was performed and the customer has type 1 diabetes and reported using the insulin pump system within 48 hours prior to the events. The customer reported treating the high blood glucose with pump therapy. At the time of the call, the customer did not report a current high blood glucose event. Troubleshooting could not be performed. The customer was instructed to discontinue pump use and revert to a back-up plan per healthcare provider instructions. The customer was advised on placing the pump in storage mode. No further patient complications were reported. The product replacement and return policy was reviewed mmt-1884, mmt-332a, mmt-397a and mmt-7040a.